Manufacturer narrative:
Catalog #: of note, the catalog number reported by the consumer was 311649. This catalog # is for (B)(6) and its coinciding bd catalog # is 328507. Samples, 2 used loose and 80 unused in sealed polybags, were returned for evaluation. A visual analysis of the used units revealed broken cannulas. A microscopic analysis of the used units revealed characteristics such as residual bends on the broken hub end, cracked adhesive, and tubing ovality (deformation from the normally circular cross section). Removal of some of the epoxy made this observation more apparent. Thirty out of 80 samples in the sealed poly bags were also examined and no bent or broken cannula was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5033899. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that when viewed together, all of the investigation findings are indicators of bending/re-straightening mode of failure. Device not returned for evaluation.

Event description:
It was reported that a consumer had two bd (B)(6) relion insulin syringe needles break off in her abdomen while she was injecting herself. The consumer went to an emergency department to be evaluated and received an x-ray. The x-ray did not visualize the needles and she reported that she was advised to wait and see if the injection site becomes infected. No further medical interventions were reported.